Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 0 on the non-coronary cusp and 3 on the left coronary cusp, resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed twice with no change in pvl. A second valve was implanted 2 to 3 millimeters below the first valve and reduced the pvl to trace. No adverse patient effects were reported.